Manufacturer narrative:
Since the membrane and lot 1501ba001 (expiry date: 12/04/2015) as well. The membrane unit lot was found to be contained in other lots (1501bb001 and 1501ba001) and therefore this field corrective action was extended to include these lots. These batches were not distributed in the us. (B)(4).

Event description:
(B)(6). Bmu lot 1412bg006 which is the membrane unit of lot # 1412ba006. Testing on (B)(6) 2015: a total of 36 bmus from lot 1412bg006 (dom: 12/04/2014, exp.: 12/04/2015) were tested using the same lots of matching solutions (sample diluent: 1411bh007, color developer: 1412bj008, clarifying solution: 1412bk003). The bmus were tested with three different lots of negative whole blood at n=10 and with low positive control and positive serum at n=3. Negative whole blood lots#: 301001-15100, 301001-15101 and 301001-15102. Low positive control lot: rd001lpc. Positive serum lot#: ps1508. Results: one false reactive result was detected (test # 11) with negative whole blood 301001-15101. All other results were as expected. Follow up testing on (B)(6) 2015: a total of 30 bmus from lot 1412bg006) were tested using the same lots of matching solutions (sample diluent: 1411bh007, color developer: 1412bj008 and 1501yw007, clarifying solution: 1412bk003). The bmus were tested with three different lots of negative whole blood at n=10. Negative whole blood lots: 301001-15100, 301001-15101 and 301001-15102. Results: two false reactive result were detected (test #11 and 12) with negative whole blood 301001-15101. All other results were as expected. Discussion/conclusion: all three negative whole bloods were used in qc functional testing to release the color developer lot# 1507yw055 and bmu lot# 1507cg030. All samples were tested at n=3 per lot. Thus, ruling out any discrepancies with the whole blood.